Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and syncope. It was further reported that the right ventricular (rv) lead exhibited intermittent loss of capture, high impedance, short ventricle to ventricle intervals, loss of pacing, noise/over-sensing and a fracture. The lead was turned off, partially extracted and replaced. No further patient complications have been reported as a result of this event.